Event description:
It was reported that the patient's device was removed due to a lead. The rv leads was replaced. Multiple attempts to determine the lead problem have not been returned. No patient complications were reported as a result of this event.